Manufacturer narrative:
As reported, peek and 316l stainless steel parts of capsure fixation device were disconnected. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device confirms the reported event of fastener peek cap detaching from the coil as there was a fastener cap and loose fastener received with the return. The most likely cause of this fastener failure is the fastener being driven into a hard structure such as bone and the device torque being high enough to cause failure of the coil wire under the head. Based on the sample evaluation the reported event of the fastener cap detaching from the fastener coil is likely the result of an event occurring during user/device interface with forces applied while in use. No other peek caps were found to detach in testing. No manufacturing anomalies found. Review of manufacturing records shows product was made to specification. The precaution section of IFU states, "use caution when applying the capsure fastener over or in proximity to underlying bone, vessels, nerves, or viscera. The intended fixation site should be assessed to ensure that while the tissue is compressed the total distance from the surface of the tissue to any underlying structures is greater than the length of the capsure fastener." Updated fields: b4, d4 (medical device lot, medical device expiration date, unique identifier (UDI)), d9, g3, g6, h2, h3, h4 (device manufacture date), h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during totally extraperitoneal (tep) hernia repair procedure, capsure fixation device was used. It was reported that the connection between the peek and 316l stainless steel parts of the fastener was disconnected. There was no patient injury.

Event description:
As reported, during totally extraperitoneal (tep) hernia repair procedure, capsure fixation device was used. It was reported that the connection between the peek and 316l stainless steel parts of the fastener was disconnected. There was no patient injury.

Manufacturer narrative:
As reported, peek and 316l stainless steel parts of capsure fixation device were disconnected. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.